Manufacturer narrative:
The patient received a heart transplant on (B)(4), 2010. The device was returned to the manufacturer for analysis and is currently in process. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 20 month post-implant, the patient was transplanted due to an infection. During transplantation, a fracture of the percutaneous lead at the pump end bend relief was observed.